Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operating wire was detached from the sheath part. The operating wire was broken at three positions. The joint of the operating wire and the operating pipe was broken. The brazed condition of the broken portion presented no abnormalities. The outer diameter of the broken portion was measured. The result indicated no abnormalities. The operating wire was broken approximately at 160mm from the brazed portion of the operating pipe. Ductile failure was found at the broken portion. The outer diameter of the operating wire was measured. The result indicated no abnormalities. The operating wire was broken at 90 mm from the distal end of the basket. Ductile failure was found at the broken portion. The outer diameter of the operating wire was measured. The result indicated no abnormalities. The basket was deformed. The foreign materials had adhered to the basket. The sheath was broken near the connection between the slider and the insertion portion. The distal end of the coil sheath was abnormally winded. The manufacturing record was reviewed and found no irregularities. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the reported event might be the following: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.due to in state of "1" description, the coil sheath misalignment occurred, and the calculus got stuck in the basket. 3.the sheath and the operating wire were severed by using a mechanical tool due to an emergency measure. 4.the lithotripsy was kept on going by combing emergency lithotripter and the subject device. However, a force beyond the strength resistance was applied to the device due to various factors such as the shape, numbers, hardness of the calculus. 5.due to in state of "4" description, the operating wire broke. Two breakage of the operating wire and one breakage of the operating pipe were confirmed. However, it could not be identified what time each breakage occurred. Unrecommended other company¿s lithotripter was used with the subject device. This also might have contributed the operating wire breakage as described above 4 and 5. The above device handling has warned in the instruction manual as follows. *do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The wire of the device was broken off at a number of points. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during endoscopic biliary stone removal using the subject device the following event occurred. The device was used in combination with bml handle(maj-441). The customer tried to crush the stone, but couldn't crush it. The customer changed maj-441 for another company's handle. The wire of the device was broken off around the proximal side when the customer tried to crush it. The patient transitioned to open surgery.